Event description:
It was reported the customer went to the emergency room (ER) due to a low blood glucose (bg) level of 60 mg/dl. Reportedly, the customer alleged that the pump delivered boluses that the customer did not request. Tandem technical support reviewed the pump logs and determined that the pump functioned as intended and the cause of the bg level was due to customer input. Customer attempted to self-treat by consuming carbohydrates, however was treated intravenously with fluids of saline and vitamins. Customer was released from hospital on (B)(6) 2023 with issue resolved and no permanent damage.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.